Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: sg-64 , s/n: (B)(4); use by date: 17-jul-2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. An endurant stent graft system was also implanted. Six endoanchors were deployed successfully, from the main body to the proximal neck. It was reported that approximately 2 months post the index procedure, the patient was diagnosed with pneumonia after experiencing shortness of breath. The patient also tested positive for e. Coli. The patient was treated with medication for the e.coli and antibiotics for the pneumonia . Per the physician the event is not related to the device or procedure. The sponsor has assessed the event as possibly related to the procedure. The event is resolved.